Manufacturer narrative:
Taper ii. Healthcare professional reported this event via medwatch report #(B) (4). Allergan has received the product; however, the analysis has not been completed at this time. Further information from the reporter regarding the serial number, implant date and patient information has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Allergan sales rep reported on behalf of the physician that a lap-band device was explanted due to a broken port. Additional information received via medwatch from a medical staff noted there was a fracture in the port tubing.